Event description:
It was reported that during a case, the size of the patients finger was measured as a medium. The user applied the universal cuff which picked up adequately at the beginning of the case and through the first incision. After about 30 minutes the universal cuff would not calibrate with the physio-cal past 8 and had a significant map drop off. The user applied a medium and continued the case without a failure. The device is available for evaluation. The number on the universal cuff is z_m#3. There was no allegation of patient injury. The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The device was not returned for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. Manufacturing controls to avoid potential causes related to the malfunction of inaccurate values is 100% visual inspection, 100% electrical test, and qa sampling inspection. No corrective actions will be taken at this time. The lot number was not provided thus a device history record was not reviewed.